Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The reported problem was confirmed as the reported error was found in the field logs was replicated during failure analysis. The usm was installed onto a patient side cart fixture test platform (pftp) and triggered an error during switches test. After, the axes controller spar button board 3 (acsb3) printed circuit assembly (pca) was replaced, the unit passed all relevant testing within specification. Upon visual inspection, no issues were found that would be related to the reported event. Failure analysis identified the acsb3 pca to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient clearance button on the universal surgical manipulator (usm)1 was not functioning. The procedure was completing as planned with no reported injury.